Event description:
It was reported that this patient implanted with this implantable cardioverter defibrillator (ICD) suffered a cardiac arrest and was hospitalized. The patient was currently intubated, and the patient's family was seeking a boston scientific sales representative to come to the hospital and check the device. The patient's family reported they were told by hospital staff that the ICD was defective. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when our investigation is complete.